Manufacturer narrative:
The customer reported problem was confirmed. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: biomed has a 8100 module giving him a 210.5020 error. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: biomed just replaced the logic board. After attaching the unit, the module would go through its display test but would not get a channel ID and go into error. Had biomed open the door and attach the module. Module powered up as normal and got a channel ID. Recommended to replace the bezel assembly due to the door harness being damaged causing the error. Biomed will conduct repair and call back if further assistance is needed.